Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. Expiration date and UDI not available, lot number unknown. Email address unknown / not provided. PMA/510(k) number not available. Device manufacture date not available, lot number unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant disengaged from the driver and could not be placed. Procedure was completed with another implant. There was a 3 minutes delay on the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Report submitted to update event date.

Event description:
No further event information is available at the time of this report.